Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .

Event description:
It was reported that patient was seen by surgeon for concern for the wire disconnection. The surgeon recommended cervical x-rays to review vns placement and in person follow up for vns interrogation. The cervical x-ray notes that vns is in place but the lead has a slight tightening of loop in comparison to x-ray from less than a month ago. The patient feels as though the lead is pulling at her neck and notes great pain and discomfort when turning her head to the right. Pain has been present for about 3-4 months. States she feels the vns electrical impulses more often and generator feels mobile under her skin. Her vns was interrogated and was found to be working with parameters confirmed. Suspect device will be generator as generator migration could cause a lead pulling sensation as lead is connected to the mobile generator. X-rays have not been reviewed by manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the surgeon had to create a strain relief loop because the patient felt like the lead was pulling. No generator or lead was replaced during surgery. No other relevant information has been received to date.